Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the chuck with key device was jammed/seized, did not function, there was component damage, illegible etching, and the color band was chipping away. It was further determined that the device failed pretest for marking and labeling, check the drill chuck, and check function of the tool coupling. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the chuck with key device jammed/seized. Therefore, the reported condition that the device was defective was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).